Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 06, 2017 that a genesys procedure set was used during endometrial ablation performed on (B)(6) 2017. According to the complainant, during endometrial ablation, the physician noted that there was no observable flow of fluid within the uterine cavity so he determined that the procedure should be aborted at this time. The sheath was removed from the patient and was placed on the patient's abdomen prior to the machine being paused and allowed to cool down. Some of the hot fluid leaked from the sheath tip and caused burn to the patient's arm. The procedure was not completed due to this event. Patient was treated with topical cream and skin grafting.